Event description:
Event verbatim [preferred term] I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side [blister] , I was not feeling any pain until the very end and then I felt something and I took it off [pain] , they have left some scars on my neck and shoulder and it is scaring/I still have the scars from the blisters. I was waiting that it would go away and the scars are still there [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number: 305733015025, at unknown frequency from unknown date for neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare about 10 or 15 years, a long time and she did not remember may be a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both of her lower back and neck for many years and she never ever had a problem so she was very familiar how to use them and when the last time she used a thermacare wraps for neck she got all blisters on the neck left side and on shoulder and she never had that before and she was not feeling any pain until the very end and then felt something and she took it off and that's when she saw the blister and then she did not say anything because she said they would heal but they had left some scars on her neck and shoulder and it was scaring and she was afraid to use them again because she had still plenty of them (scars) like she said she wore them on regular basis and she was afraid to use them again because she was going to get more blisters. There were several blisters on the left side and it was in (B)(6) 2016. She still had the scars from the blisters. She was waiting that it would go away and the scars were still there. Consumer just used topical things to soothe it, she did not remember what she used may be she used vitamin e or may be some topical lotion for soothing. The action taken in response to the events of the product was permanently discontinued. The outcome of scare was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no.

Event description:
Event verbatim [preferred term] got all blisters on the neck left side and on shoulder/several blisters on the left side/getting blisters/blistering was red and raw/thermacare burnt neck and shoulder/sharp pain/ injury/hurt me [burns second degree] , left some scars on my neck and shoulder/scarring/scars from the blisters/scars are still there/left brown marks/scar from the burn [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , consumer had been using the thermacare wraps for her lower back for many years [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. This 50-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number n16261, expiration date feb2019, ndc number: (B)(4), upc number: (B)(4), at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare for years, a long time and she did not remember maybe a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem so she was very familiar how to use them. In nov2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something, all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported she applied vitamin e and such and hoped it would get better but she was now left with scars on her neck and shoulder, it was scarring, these brown things were discoloration. She also reported that she was left brown marks. The consumer further reported, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file." Consumer stated, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck." Product quality complaint group reported that the consumer further reported she had always worn thermacare or 15 years and she threw away the wrap because it had blood and blister skin on it. The consumer reported the neck wrap burned her neck and shoulder and she still had the scar from the burn. The consumer further stated that now that the weather was getting nice and she was wearing turtle neck, she was reminded that it's (further not clarified) still there. She didn't have a product to return. The one on her neck caused all kind of blisters on the left side of neck and she still had the box, she read them the numbers they wanted from the box, she had thrown away the one she was wearing because it had rotten oozing stuff on it. She just wanted someone's email address so that she could send the photos of the horn, you knew the damage, injury, that's all she wanted. Consumer stated that thermacare wraps were fantastic. She had not used one since her injury, she still had a box or two upstairs unopened, she was afraid to use it. She used to love them, put it in her lower back. Consumer provided additional lot number n15180 and expiration date jan2019 but she stated she did not know if this lot number and expiration date was same for the one that hurt her. The action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of scar was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6)2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up(B)(6)2017 new information received from product quality complaint group included: investigation results. Follow-up(B)(6)2017 new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (B)(6)2017 new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Follow-up (B)(6)2017 new information received from product quality complaints includes: additional event information "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (B)(6)2017 new information received from a contactable consumer included: additional event information (burn). Follow-up (B)(6)2018 new information received from a contactable consumer includes patient data (age), device information, "injury" and "hurt me" subsumed under event burn blister and event details. Company clinical evaluation comment: based on the information provided, the events of burn blister, scar, wound haemorrhage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blister, scar, wound haemorrhage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] several blisters on the neck left side and on shoulder, blistering was red and raw, burnt neck and shoulder [burns second degree] , did not check the skin frequently at the applicate site during use as there was no pain initially [device use error] , left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [purulent discharge] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [wound secretion] , using the neck wraps for her lower back for many years [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number: 305733015025) at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. The consumer had been using thermacare for years, a long time, and she did not remember maybe a chiropractor told her at that time, but it had been so long that she did not remember. She had been using the wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem, so she was very familiar with how to use them. In (B)(6) 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something. Suddenly, she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported that she applied vitamin e and such and hoped it would get better, but she was now left with scars on her neck and shoulder. It was scarring, these brown things were discoloration. She also reported she was left with brown marks. The consumer further reported that, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file". She stated that, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck". Product quality complaint group reported that the consumer further reported she had always worn thermacare for 15 years and she threw away the wrap because it had blood and blistered skin on it. Consumer reported the neck wrap burned her neck and shoulder and she still had the scar from the burn. She further stated that now that the weather was getting nice and she was wearing a turtle neck, she was reminded that it's still there. She didn't have a product to return. The one on her neck caused all kind of blisters on the left side of neck and she still had the box. She read them the numbers they wanted from the box. She had thrown away the one she was wearing because it had rotten oozing stuff on it. She just wanted someone's email address so that she could send the photos of the burn, you knew the damage, injury, that's all she wanted. The consumer stated that thermacare wraps were fantastic. She had not used one since her injury. She still had a box or two upstairs unopened, but she was afraid to use it. She used to love them, put it in her lower back. Consumer provided additional lot number n15180 and expiration date jan2019, but she stated she did not know if this lot number and expiration date was same for the one that hurt her. On an unknown date, the consumer had sores, "initially the sores were oozy and pus-y". As of (B)(6) 2018, the clinical outcome of the events "initially the sores were oozy, and pus-y" was unknown. Upon follow-up received on 01aug2018, the consumer stated "a product I depended upon has left visible scars and I am upset by that". Upon follow-up received on 24sep2018, the consumer stated she did not heat the product in a microwave prior to usage. She mentioned the product was not reheated at all during use. She used the heatwraps for up to 8 hours per day. The patient used the heatwraps when needed and did not leave the heatwrap on while she slept. She applied the heatwrap directly to the skin and the skin was not damaged or broken prior to heatwrap use. The area of application was not bruised or swollen 48 hours prior to use. The patient did not check the skin frequently at the applicate site during use as there was no pain initially. She sated that after a few hours of usage, it really burned. She gently took the heatwrap off and the skin came off with it. She stated the blisters were oozing. Action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of the event "left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks" was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and, on my shoulder," while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with everyone. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). Follow-up (07nov2017): new information received from product quality complaints includes: additional event information "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (13nov2017): new information received from a contactable consumer included: additional event information (burn). Follow-up (24may2018): new information received from a contactable consumer includes patient data (age), device information, "injury" and "hurt me" subsumed under event burn blister and event details. Follow-up (18jun2018): new information received from same contactable consumer includes: addition of classification. Follow-up (02jul2018): new information received from same contactable consumer included: event details "initially the sores were oozy and pus-y". Follow-up (01aug2018): new information received from same contactable consumer included: event details. In addition, corrected evaluation codes in device medwatch information. Follow-up (24sep2018): new information received from same contactable consumer included: reaction data (additional event of device use error) and further information pertaining to the patient's clinical course. Company clinical evaluation comment: based on the information provided, the events of burn blister, scar, wound haemorrhage, purulent discharge, wound secretion, device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Several blisters on the neck left side and on shoulder, blistering was red and raw, burnt neck and shoulder [burns second degree], left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks [scar], blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage], using the neck wraps for her lower back for many years [device use issue], initially, the sores were oozy and pus-y [purulent discharge] , initially, the sores were oozy and pus-y [wound secretion]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. This 50-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n16261, expiration date: feb2019, ndc number: 0573301502, upc number: 305733015025) at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. The patient had been using thermacare for years, a long time, and she did not remember maybe a chiropractor told her at that time, but it had been so long that she did not remember. She had been using the wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem, so she was very familiar with how to use them. On (B)(6) 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something. Suddenly, she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported that she applied vitamin e and such and hoped it would get better, but she was now left with scars on her neck and shoulder. It was scarring, these brown things were discoloration. She also reported she was left with brown marks. The patient further reported that, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file". She stated that, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck". Product quality complaint group reported that the consumer further reported she had always worn thermacare for 15 years and she threw away the wrap because it had blood and blistered skin on it. The patient reported the neck wrap burned her neck and shoulder and she still had the scar from the burn. She further stated that now that the weather was getting nice and she was wearing a turtle neck, she was reminded that it's still there. She didn't have a product to return. The one on her neck caused all kind of blisters on the left side of neck and she still had the box. She read them the numbers they wanted from the box. She had thrown away the one she was wearing because it had rotten oozing stuff on it. She just wanted someone's email address so that she could send the photos of the burn, you knew the damage, injury, that's all she wanted. The patient stated that thermacare wraps were fantastic. She had not used one since her injury. She still had a box or two upstairs unopened, but she was afraid to use it. She used to love them, put it in her lower back. The patient provided additional lot number: n15180 and expiration date: jan2019, but she stated she did not know if this lot number and expiration date was same for the one that hurt her. Action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of the event "left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks" was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and, on my shoulder," while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with everyone. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Follow-up (07nov2017): new information received from product quality complaints includes: additional event information "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (13nov2017): new information received from a contactable consumer included: additional event information (burn). Follow-up (24may2018): new information received from a contactable consumer includes patient data (age), device information, "injury" and "hurt me" subsumed under event burn blister and event details. Company clinical evaluation comment: based on the information provided, the events of burn blister, scar, wound haemorrhage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up (18jun2018): new information received from same contactable consumer includes: addition of classification. Follow-up (02jul2018): new information received from same contactable consumer. On an unknown date, the patient had sores, "initially the sores were oozy and pus-y". At the time of reporting, the patient has scars on her neck. As of 02jul2018, the clinical outcome of the events "initially the sores were oozy, and pus-y" was unknown.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] several blisters on the neck left side and on shoulder, blistering was red and raw, burnt neck and shoulder/burning/red raw skin [burns second degree] , did not check the skin frequently at the applicate site during use as there was no pain initially [device use error] , left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [purulent discharge] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [wound secretion] , using the neck wraps for her lower back for many years [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. This 50-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number: 305733015025) at as needed from 2000 to an unknown date for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. The consumer had been using thermacare for years, a long time, and she did not remember maybe a chiropractor told her at that time, but it had been so long that she did not remember. She had been using the wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem, so she was very familiar with how to use them. In (B)(6) 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something. Suddenly, she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported that she applied vitamin e and such and hoped it would get better, but she was now left with scars on her neck and shoulder. It was scarring, these brown things were discoloration. She also reported she was left with brown marks. The consumer further reported that, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file". She stated that, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck". Product quality complaint group reported that the consumer further reported she had always worn thermacare for 15 years and she threw away the wrap because it had blood and blistered skin on it. Consumer reported the neck wrap burned her neck and shoulder and she still had the scar from the burn. She further stated that now that the weather was getting nice and she was wearing a turtle neck, she was reminded that it's still there. She didn't have a product to return. The one on her neck caused all kind of blisters on the left side of neck and she still had the box. She read them the numbers they wanted from the box. She had thrown away the one she was wearing because it had rotten oozing stuff on it. She just wanted someone's email address so that she could send the photos of the burn, you knew the damage, injury, that's all she wanted. The consumer stated that thermacare wraps were fantastic. She had not used one since her injury. She still had a box or two upstairs unopened, but she was afraid to use it. She used to love them, put it in her lower back. Consumer provided additional lot number n15180 and expiration date (B)(6) 2019, but she stated she did not know if this lot number and expiration date was same for the one that hurt her. On an unknown date, the consumer had sores, "initially the sores were oozy and pus-y". Upon follow-up received on 01aug2018, the consumer stated "a product I depended upon has left visible scars and I am upset by that". Upon follow-up received on 24sep2018, the consumer stated she did not heat the product in a microwave prior to usage. She mentioned the product was not reheated at all during use. She used the heatwraps for up to 8 hours per day. The patient used the heatwraps when needed and did not leave the heatwrap on while she slept. She applied the heatwrap directly to the skin and the skin was not damaged or broken prior to heatwrap use. The area of application was not bruised or swollen 48 hours prior to use. The patient did not check the skin frequently at the applicate site during use as there was no pain initially. She stated that after a few hours of usage, it really burned. She gently took the heatwrap off and the skin came off with it. She stated the blisters were oozing. Upon follow-up received on 14nov2018, the consumer stated that as all she did, she had thermacare heatwrap at bottom neck. The patient did not check the skin frequently until it was burning. She discontinued the product that day, received product again, repeat for approximately days. She was not under the care of a medical doctor right now. No diagnosis was given by doctor. She used some burn cream on the red raw skin. She did not retain the product. Action taken in response to the events for the product was temporarily withdrawn on an unspecified date. The outcome of the event "left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks" was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and, on my shoulder," while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with everyone. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). Follow-up (07nov2017): new information received from product quality complaints includes: additional event information "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (13nov2017): new information received from a contactable consumer included: additional event information (burn). Follow-up (24may2018): new information received from a contactable consumer includes patient data (age), device information, "injury" and "hurt me" subsumed under event burn blister and event details. Follow-up (18jun2018): new information received from same contactable consumer includes: addition of classification. Follow-up (02jul2018): new information received from same contactable consumer included: event details "initially the sores were oozy and pus-y". Follow-up (01aug2018): new information received from same contactable consumer included: event details. In addition, corrected evaluation codes in device medwatch information. Follow-up (24sep2018): new information received from same contactable consumer included: reaction data (additional event of device use error) and further information pertaining to the patient's clinical course. Follow-up (14nov2018): new information received from same contactable consumer includes: device data (action taken) and information, treatment details and event details.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] several blisters on the neck left side and on shoulder, blistering was red and raw, burnt neck and shoulder [burns second degree] , left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [purulent discharge] , initially, the sores were oozy and pus-y/it had rotten oozing stuff on it [wound secretion] , using the neck wraps for her lower back for many years [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. This 50-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number: 305733015025) at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. The consumer had been using thermacare for years, a long time, and she did not remember maybe a chiropractor told her at that time, but it had been so long that she did not remember. She had been using the wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem, so she was very familiar with how to use them. In nov2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something. Suddenly, she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported that she applied vitamin e and such and hoped it would get better, but she was now left with scars on her neck and shoulder. It was scarring, these brown things were discoloration. She also reported she was left with brown marks. The consumer further reported that, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file". She stated that, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck". Product quality complaint group reported that the consumer further reported she had always worn thermacare for 15 years and she threw away the wrap because it had blood and blistered skin on it. Consumer reported the neck wrap burned her neck and shoulder and she still had the scar from the burn. She further stated that now that the weather was getting nice and she was wearing a turtle neck, she was reminded that it's still there. She didn't have a product to return. The one on her neck caused all kind of blisters on the left side of neck and she still had the box. She read them the numbers they wanted from the box. She had thrown away the one she was wearing because it had rotten oozing stuff on it. She just wanted someone's email address so that she could send the photos of the burn, you knew the damage, injury, that's all she wanted. The consumer stated that thermacare wraps were fantastic. She had not used one since her injury. She still had a box or two upstairs unopened, but she was afraid to use it. She used to love them, put it in her lower back. Consumer provided additional lot number n15180 and expiration date jan2019, but she stated she did not know if this lot number and expiration date was same for the one that hurt her. On an unknown date, the consumer had sores, "initially the sores were oozy and pus-y". As of 02jul2018, the clinical outcome of the events "initially the sores were oozy, and pus-y" was unknown. Upon follow up on 01aug2018, the consumer stated "a product I depended upon has left visible scars and I am upset by that". Action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of the event "left some scars on my neck and shoulder, scarring, scars from the blisters, scars are still there, left brown marks" was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and, on my shoulder," while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with everyone. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Follow-up (07nov2017): new information received from product quality complaints includes: additional event information "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (13nov2017): new information received from a contactable consumer included: additional event information (burn). Follow-up (24may2018): new information received from a contactable consumer includes patient data (age), device information, "injury" and "hurt me" subsumed under event burn blister and event details. Follow-up (18jun2018): new information received from same contactable consumer includes: addition of classification. Follow-up (02jul2018): new information received from same contactable consumer included: event details "initially the sores were oozy and pus-y". Follow-up (01aug2018): new information received from same contactable consumer included: event details. In addition, corrected evaluation codes in device medwatch information. Company clinical evaluation comment: based on the information provided, the events of burn blister, scar, wound haemorrhage, purulent discharge and wound secretion as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) reqd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review reqd: no.

Event description:
Event verbatim [preferred term] I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side/getting blisters/had blisters [blister] , I was not feeling any pain until the very end and then I felt something and I took it off/sharp pain [pain] , they have left some scars on my neck and shoulder and it is scaring/I still have the scars from the blisters. I was waiting that it would go away and the scars are still there [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , consumer had been using the thermacare wraps for her lower back for many years [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. This caucasian female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number: 305733015025, at unknown frequency from 2003 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare about 10 or 15 years, a long time and she did not remember may be a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both of her lower back and neck for many years and she never ever had a problem so she was very familiar how to use them and when the last time she used a thermacare wraps for neck she got all blisters on the neck left side and on shoulder and she never had that before and she was not feeling any pain until the very end and then felt something and she took it off and that's when she saw the blister and then she did not say anything because she said they would heal but they had left some scars on her neck and shoulder and it was scaring and she was afraid to use them again because she had still plenty of them (scars) like she said she wore them on regular basis and she was afraid to use them again because she was going to get more blisters. There were several blisters on the left side and it was in (B)(6) 2016. She still had the scars from the blisters. She was waiting that it would go away and the scars were still there. Consumer just used topical things to sooth it, she did not remember what she used may be she used vitamin e or may be some topical lotion for soothing. As of (B)(6) 2017, consumer stated she had been using the product for many, many years; since early 2000. She had used it for her lower back, they wrap all around now which she liked, and for her neck. She always wore them the same way. In (B)(6) 2016 she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt and then all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. She applied vitamin e and such and hoped it would get better but she was now left with scars, these brown things that were discoloration and she would call scars. The consumer further reported "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file." Consumer stated, "I have thrown the product and only have the box with me. When my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck." The action taken in response to the events of the product was permanently withdrawn on an unspecified date. The outcome of scare was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) reqd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review reqd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Company clinical evaluation comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " "blister bleeding" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " "blister bleeding" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Case narrative:this is a spontaneous report from a contactable consumer. This caucasian female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist)lot number n16261, expiration date feb2019, ndc number: 0573301502, upc number:(B)(4)., at unknown frequency from unknown date for neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare about 10 or 15 years, a long time and she did not remember may be a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both of her lower back and neck for many years and she never ever had a problem so she was very familiar how to use them and when the last time she used a thermacare wraps for neck she got all blisters on the neck left side and on shoulder and she never had that before and she was not feeling any pain until the very end and then felt something and she took it off and that's when she saw the blister and then she did not say anything because she said they would heal but they had left some scars on her neck and shoulder and it was scaring and she was afraid to use them again because she had still plenty of them (scars) like she said she wore them on regular basis and she was afraid to use them again because she was going to get more blisters. There were several blisters on the left side and it was in (B)(6) 2016. She still had the scars from the blisters. She was waiting that it would go away and the scars were still there. Consumer just used topical things to sooth it, she did not remember what she used may be she used vitamin e or may be some topical lotion for soothing. As of 11jul2017, consumer stated she had been using the product for many, many years; since early 2000. She had used it for her lower back, they wrap all around now which she liked, and for her neck. She always wore them the same way. In (B)(6) 2016 she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt and then all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. She applied vitamin e and such and hoped it would get better but she was now left with scars, these brown things that were discoloration and she would call scars. The action taken in response to the events of the product was permanently discontinued. The outcome of scare was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no.

Event description:
I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side/getting blisters/had blisters/blistering was red and raw [blister] , I was not feeling any pain until the very end and then I felt something and I took it off/sharp pain [pain] , they have left some scars on my neck and shoulder and it is scarring/I still have the scars from the blisters. I was waiting that it would go away and the scars are still there/left brown marks [scar] , blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage] , she threw away the wrap because it had blood and blister skin on it. [Skin exfoliation] , consumer had been using the thermacare wraps for her lower back for many years [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. This caucasian female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number n16261, expiration date feb 2019, ndc number: (B)(4), upc number: 305733015025, at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare for years, a long time and she did not remember maybe a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem so she was very familiar how to use them. In (b)(60 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something, all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported she applied vitamin e and such and hoped it would get better but she was now left with scars on her neck and shoulder, it is scarring, these brown things were discoloration. The consumer further reported, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file." Consumer stated, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck." Product quality complaint group reported that the consumer further reported she has always worn thermacare or 15 years and she threw away the wrap because it had blood and blister skin on it. The action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of scar was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Follow-up (07nov2017): new information received from product quality complaints includes: added new event "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of blisters, pain, scar, wound haemorrhage, and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of blisters, pain, scar, wound haemorrhage, and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no.

Event description:
I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side/getting blisters/had blisters/blistering was red and raw [blister], I was not feeling any pain until the very end and then I felt something and I took it off/sharp pain [pain], they have left some scars on my neck and shoulder and it is scarring/I still have the scars from the blisters. I was waiting that it would go away and the scars are still there/left brown marks [scar], blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage], consumer had been using the thermacare wraps for her lower back for many years [device use error]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. This caucasian female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number n16261, expiration date feb2019, ndc number: (B)(4), upc number: 305733015025, at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare for years, a long time and she did not remember maybe a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both her lower back and neck for many years and she never ever had a problem so she was very familiar how to use them and the last time she used a thermacare wraps for neck, she got all blisters on the neck left side and on shoulder and she never had that before and she was not feeling any pain until the very end and then felt something and she took it off and that's when she saw the blister and then she did not say anything because she said they would heal but they had left some scars on her neck and shoulder and it was scarring and she was afraid to use them again because she had still plenty of them (scars) like she said she wore them on regular basis and she was afraid to use them again because she was going to get more blisters. There were several blisters on the left side and it was in (B)(6) 2016. She still had the scars from the blisters. She was waiting that it would go away and the scars were still there. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. As of (B)(6) 2017, consumer stated she had been using the product for many, many years; since early 2000. She had used it for her lower back, they wrap all around now which she liked, and for her neck. She always wore them the same way. In (B)(6) 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt and then all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. She applied vitamin e and such and hoped it would get better but she was now left with scars, these brown things that were discoloration and she would call scars. The consumer further reported, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file." Consumer stated, "I have thrown the product and only have the box with me. When my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck." The action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of scar was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " "blister bleeding" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "using the thermacare wraps for her lower back for many years" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " "blister bleeding" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "using the thermacare wraps for her lower back for many years" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no.

Event description:
I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side/getting blisters/had blisters/blistering was red and raw/the neck wrap burned her neck [burns second degree], left some scars on my neck and shoulder/scarring/scars from the blisters/scars are still there/left brown marks/scar from the burn [scar], blistered my neck on the left side, blisters were bleeding and everything [wound haemorrhage], consumer had been using the thermacare wraps for her lower back for many years [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. This caucasian female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number n16261, expiration date feb2019, ndc number: (B)(4), upc number: 305733015025, at unknown frequency from 2000 for lower back pain and neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare for years, a long time and she did not remember maybe a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both her lower back and neck for many years since early 2000 and she never ever had a problem so she was very familiar how to use them. In (B)(6) 2016, she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt, she was not feeling any pain until the very end and then felt something, all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. Blistering was red and raw. Consumer just used topical things to sooth it, she did not remember what she used maybe she used vitamin e or maybe some topical lotion for soothing. Later, the consumer reported she applied vitamin e and such and hoped it would get better but she was now left with scars on her neck and shoulder, it is scarring, these brown things were discoloration. The consumer further reported, "I threw thermacare neck wrap away because the blisters were bleeding and everything, so I threw that product away, though I think I have the box it came from because I have not used another one since and if you can look it up and see if you have a file." Consumer stated, "when my daughter came a while ago, months ago or so, I had her take a picture (of my neck) on her smart phone and she sent it to my email and I ask for an email address so that I can send you the photo and that's why pfizer can see my neck." Product quality complaint group reported that the consumer further reported she has always worn thermacare or 15 years and she threw away the wrap because it had blood and blister skin on it. The patient reported the neck wrap burned her neck and she still has the scar from the burn. The action taken in response to the events for the product was permanently withdrawn on an unspecified date. The outcome of scar was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Follow-up (16aug2017): new information received from a contactable consumer includes: added new events "blistered my neck on the left side, blisters were bleeding and everything" and "consumer had been using the thermacare wraps for her lower back for many years". Follow-up (06nov2017): new information reported from a contactable consumer includes: event data (additional description of blistering was red and raw and then left brown marks). No follow-up attempts are possible. No further information is expected. Follow-up (07nov2017): new information received from product quality complaints includes: added new event "she threw away the wrap because it had blood and blister skin on it". Follow-up attempts are completed. No further information is expected. Follow-up (13nov2017): new information received from a contactable consumer included: additional event information (burn). Company clinical evaluation comment: based on the information provided, the events of burn blister, scar, wound haemorrhage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of burn blister, scar, wound haemorrhage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
The root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no.

Event description:
Event verbatim [preferred term]. I got all blisters on the neck left side and on my shoulder/there were several blisters on the left side/getting blisters/had blisters. I was not feeling any pain until the very end and then I felt something and I took it off/sharp pain. They have left some scars on my neck and shoulder and it is scaring/I still have the scars from the blisters. I was waiting that it would go away and the scars are still there. Case narrative: this is a spontaneous report from a contactable consumer. This caucasian female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number n16261, expiration date feb2019, ndc number: (B)(4), upc number: (B)(4), at unknown frequency from unknown date for neck pain and stiffness. Medical history was none. Concomitant medications were none. Consumer had been using the thermacare about 10 or 15 years, a long time and she did not remember may be a chiropractor told her at that time but it was been so long that she did not remember. Consumer had been using the thermacare wraps for both of her lower back and neck for many years and she never ever had a problem so she was very familiar how to use them and when the last time she used a thermacare wraps for neck she got all blisters on the neck left side and on shoulder and she never had that before and she was not feeling any pain until the very end and then felt something and she took it off and that's when she saw the blister and then she did not say anything because she said they would heal but they had left some scars on her neck and shoulder and it was scaring and she was afraid to use them again because she had still plenty of them (scars) like she said she wore them on regular basis and she was afraid to use them again because she was going to get more blisters. There were several blisters on the left side and it was in (B)(6) 2016. She still had the scars from the blisters. She was waiting that it would go away and the scars were still there. Consumer just used topical things to sooth it, she did not remember what she used may be she used vitamin e or may be some topical lotion for soothing. As of (B)(6) 2017, consumer stated she had been using the product for many, many years; since early 2000. She had used it for her lower back, they wrap all around now which she liked, and for her neck. She always wore them the same way. In (B)(6) 2016 she applied one to her neck and she didn't feel any extra heat, just the normal warmth she always felt and then all of a sudden she felt a sharp pain. She jumped up and took the wrap off and the lady beside her told her she had blisters. They were on the left side on her neck and shoulder, not the right. She applied vitamin e and such and hoped it would get better but she was now left with scars, these brown things that were discoloration and she would call scars. The action taken in response to the events of the product was permanently discontinued. The outcome of scare was not resolved. The outcome of other events was unknown. According to product quality complaint group: the root cause category of the wrap causing a burn is non-assignable (confirmed not confirmed). Consumer alleges "I got all blisters on the neck left side and on my shoulder" while wearing a wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no; complaint confirmed: no. Design related: no; notify safety: no. Capas in place? N/a. Conclusion and approvals: additional approval(s) req'd: no. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no; stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required: no. Aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2017): new information received from a contactable consumer included: additional event information (blister, pain, scar). Additional information has been requested and will be provided as it becomes available. Follow-up (09aug2017): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "become she got all blisters on the neck left side ", "was not feeling any pain until the very end" and "had left some scars on her neck and shoulder " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.